Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health professional reported an alleged port infection with a lap-band device. An esophagogastroduodenoscopy (egd) was performed. The pt reported to the surgeon that "soreness was experienced at the port site." The port was replaced.